Event description:
The customer reported that the 12 lead ECG was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow upr report will be submitted upon completion of the investigation.